Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Investigation ¿ evaluation it was reported that an 'arndt endobronchial blocker set' leaked. After removing the packaging, the device was checked before the operation. Approximately 2 to 5 ml of air was pushed by a syringe to inflate the balloon, but the volume of the balloon did not change. Therefore, it was determined the device was leaking. It was noted that inflation of the balloon was not tested after inserting the blocker balloon through the multiport adapter. The procedure was completed by using another like device, and no adverse effects to the patient were reported. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures, as well as a visual inspection and function test of the returned device, were conducted during the investigation. Cook received one 5.0 aebs catheter, syringe, suction adapter, and multipurpose adapter. Test inflation of the balloon found there was a small pin hole leak about 1mm from the bonded area of the balloon. Additionally, a document-based investigation evaluation was performed. In response to this incident, cook completed a review of the product device master record (dmr) and concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook also reviewed the DHR for the reported lot and records one relevant non-conformance for balloon damage. There is multiple 100% inspections in place to identify this failure before shipping; all non-conforming material was scrapped. A database search for complaints on the reported lot found no additional complaints reported from the field. Cook concluded that no non-conforming product for this lot exists in house or in the field. Cook also reviewed current product labeling. The current product IFU, [c_t_aebs_rev6] ¿arndt endobronchial blocker set,¿ provides the following information to the user related to the reported failure mode: precautions ¿following insertion of the blocker balloon through the multiport adapter, the balloon should be test inflated.¿ instructions for use ¿average inflation volumes french size- 5.0 balloon- pediatric spherical inflation volume- .5cc- 2.0cc¿ how supplied: ¿upon removal from package, inspect the product to ensure no damage has occurred.¿ the information provided upon review of the dmr, DHR, and IFU does not indicate the device was manufactured out of specification. There is no evidence of nonconforming material in house or in the field. Based on the information provided, inspection of the returned device, and the results of the investigation, cook has concluded that component failure unrelated to manufacturing or design deficiencies contributed to this incident. It is possible that balloon was over inflated during testing and it caused the pinhole to form, but this can not be confirmed. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
**UDI related data quality updates only** this report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
It was reported that arndt endobronchial blocker set leaked. After removing the packaging, the device was checked before the operation. Around 2 to 5 ml of air was pushed by a syringe to inflate the balloon, but the volume of the balloon did not change. Therefore, it was determined the device was leaking. The procedure was completed by using another like device. It was noted that inflation of the balloon was not tested after inserting the blocker balloon through the multiport adapter. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1 - customer (person): (B)(6). G4 - PMA/510(k) #: k160542. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.